Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "short detected" message.complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. It is noteworthy to mention in communication with the customer, they reported the defib short was observed while monitoring a patient with leads, not the multifunction cable. Therefore, the device was shorted correctly, and customer is confused on the operation. No trend is associated with reports of this type.